Event description:
It was reported that the pump displayed an occlusion alarm and a fill tubing alert while using a steel contact detach infusion set with 23-inch tubing, and insulin delivery was interrupted until the user completed the fill tubing step. Customer care provided support which included guided troubleshooting and user education. No clinical symptoms during the event reported. Outcomes included restoration of insulin delivery after finalizing the fill tubing step, without medical intervention. Investigation of this case revealed that incomplete fill tubing likely triggered the occlusion and alert. It was concluded that the device functioned as designed and that user technique during the fill process was the likely cause of the event.